Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2010. It was reported that the patient's ipg battery is only lasting 1 day between recharges. The patient also reported her ipg feels warm when recharging despite using tennabelt. An ipg replacement is being discussed. No further information is available at this time.